Event description:
A malfunction alarm labeled "malf 0" was reported, but no significant events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the problem by arranging for a replacement pump while the customer used multiple daily injections (mdi) as a backup.